Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the customer commented that this explant was not expected but affirmed that the device did not cause or contribute to the event. The type and source of infection were not reported. The patient status was reported as recovered at (B)(6) 2013. The device will not be returned for evaluation because it was discarded at the hospital. No echo report will be provided. The DHR review was completed and this device met all specifications prior to release for distribution. A lot history review was conducted for all devices processed in lot # 08j238 and there were no other reports of endocarditis. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Without information regarding the source and type of infection or return of the device for evaluation, we are unable to determine conclusively root cause for explant of this device.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards was informed of a 19mm valve explanted after an implant duration of approximately 4 years and 3 months. Through follow up with the health care provider, it was learned the valve was explanted due to infective endocarditis. At explant, the sewing ring of the valve was found to be detached from the patient¿s annulus and an abscess was found on the entire circumference of the valve sewing ring. The device was replaced with a 19mm perimount valve and a 24mm artificial graft with valsalva sinus for bentall surgery.